Event description:
Staff unable to flush one side of the extension set. Extension set appears discolored. When using a new y-type extension set, it was applied to patient's peripheral IV and when attempting to use it, the end cap fell off.